Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an electrical issue from port 1 and port 3 within the erbe generator.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that the bi-polar kept resetting to zero. The tse viewed system logs with no errors noted. The tse viewed system logs and noticed both mono and bi-polar energy settings were intermittently flashing. The tse asked if the indications on the generator were showing intermittent question marks. The customer confirmed and stated that they have swapped out instrument energy cords, but the issue continued. Tse recommended to power cycle the iesu however they were unable to do any troubleshooting at this time. The customer stated that they will power cycle when an opportunity becomes available. Tse also inquired if anything was being activated (3rd party) and was in close proximity. Customer stated they were unsure. At this time, it is unknown if the procedure was completed with the existing generator, a third-party generator or converting to a different system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. The unit energized and cauterized and all ports recognized instruments on system. Error 1-8a is the potential root cause for this issue. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition.